Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was fuzzy and the clinical info at the bottom was unable to be seen. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and the el display was replaced to remedy the problem condition. Analysis of reports of this type has not identified an increase in trend.